Event description:
It was reported that this right ventricular (rv) lead impedances were jumpy. Technical services (ts) recommended to further evaluate this patient and device system. No adverse patient effects were reported. At this time, this device system remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).